Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. In addition, it was noted the pump settings had been erased. Customer¿s blood glucose level was not impacted. Customer was able to successfully reload the cartridge, and program pump settings to resume insulin delivery. Reportedly, the customer will continue to use the pump for insulin therapy.